Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Distal conductor is distorted in the connector at 1.5cm (spin). Damaged at implant attempt, no further helix testing possible.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement, it was noted that the guidewire/stylet was obstructed when advancing down the lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.